Event description:
It was reported that this implantable cardioverter defibrillator (ICD), exhibited far-field oversensing and low amplitude on the right ventricular channel. Technical services (ts) noted they do not see anything in the few stored episodes nor presenting electrocardiograms, and discussed troubleshooting and programming options. Additional information was received that non-invasive programmed stimulation testing (nips) was successfully administered to the patient, and the ICD was reprogrammed for optimization. Reprogramming sensitivity in the rv channel seems to have corrected the issue. There was no additional adverse patient effects reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), exhibited far-field oversensing and low amplitude on the right ventricular channel. Technical services (ts) noted they do not see anything in the few stored episodes nor presenting electrocardiograms, and discussed troubleshooting and programming options. Additional information was received that non-invasive programmed stimulation testing (nips) was successfully administered to the patient, and the ICD was reprogrammed for optimization. Reprogramming sensitivity in the rv channel seems to have corrected the issue. There was no additional adverse patient effects reported. The device remains in service. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), exhibited far-field oversensing and low amplitude on the right ventricular channel. Technical services (ts) noted they do not see anything in the few stored episodes nor presenting electrocardiograms, and discussed troubleshooting and programming options. Additional information was received that non-invasive programmed stimulation testing (nips) was successfully administered to the patient, and the ICD was reprogrammed for optimization. Reprogramming sensitivity in the rv channel seems to have corrected the issue. There was no additional adverse patient effects reported. The device remains in service. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), exhibited far-field oversensing and low amplitude on the right ventricular channel. Technical services (ts) noted they do not see anything in the few stored episodes nor presenting electrocardiograms, and discussed troubleshooting and programming options. Additional information was received that non-invasive programmed stimulation testing (nips) was successfully administered to the patient, and the ICD was reprogrammed for optimization. Reprogramming sensitivity in the rv channel seems to have corrected the issue. There was no additional adverse patient effects reported. The device remains in service. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.